Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031399, mini humeral tray standard, lot # 64718769; catalog #: 110031427, bearing standard 40 mm diameter, lot # 64489361; catalog #: 110030776, cr 40mm glenosphere std cocr, lot # 64522073. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a shoulder arthroplasty approximately 5 months ago. Subsequently, the patient was revised due to glenosphere disassociation about 20 days ago. Attempts have been made and there is no further information at this time.